Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with an antibacterial absorbable envelope during their last generator change. Several weeks post implant, the patient is experiencing redness over the lateral pocket edge, away from the incision. An infection is suspected. It was noted that aspirate of the culture and discharge is negative. The antibacterial absorbable envelope remains implanted and the device remains in use. However, the patient will have a pocket revision, and at that time additional tissue cultures and direct fluid will be obtained. No further patient complications have been reported as a result of this event.